Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. The september 2007 15-month ultratome xl sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography procedure using an ultratome xl sphincterotome was performed (patient age, gender and weight unknown). According to the complainant, the sphincterotome "cutting wire snapped as the nurse bowed the wire." Reportedly, the physician removed the device from the endoscope and successfully completed the procedure with a second ultratome xl sphincterotome device. No patient complications were reported as a result of the event.